Event description:
Additional information received reported that the battery had to be moved so it would charge faster.

Manufacturer narrative:
Lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Programmer model 37743 serial# (B)(4). Extension model 3708140 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Extension model 3708140 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pocket revision on (B)(6) 2012 due to pain at the pocket. The stimulator was moved from her flank to her abdomen. The device and therapy were both "good." There were no issues after the revision and the programming remained the same.